Manufacturer narrative:
Zimvie complaint number (B)(4). Patient weight not provided. Additional 510(k) number is k013227.

Event description:
It was reported that the implant was removed due to becoming fractured at the site.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
One (1) impl tapered scr-v mtx 3.7mm 3.5mm 11.5mm (tsvb11) and one (1) unknown zimmer screw were returned for investigation. Visual evaluation of the as returned product identified a fracture at the implants collar. A screw was identified inside the implant. Zimvie is not responsible for any damage caused by the clinician's removal of the device. Functional testing to recreate the reported event could not be performed due to the nature of the device & event. A pre-existing condition noted on the per was not reported. Bone density was moderate density (type ii). The reported device was located on tooth # 46 (fdi) and was used for approximately 10 months. X-ray & picture evaluation: the customer did not provide any images for the reported event. Appropriate documentation was reviewed. DHR review was completed for the subject lot number 1244050. It was confirmed that all operations and inspections were executed as per applicable procedure. No deviations or non-conformances, which could have caused or contributed to the reported event, were noted as part of the DHR. Lot was inspected and passed all acceptance criteria by qa. Complaint history review was performed for the reported lot number 1244050 for similar events and no other complaint was identified. DHR, sterilization, and complaint history review: (unknown screw): DHR, sterilization, and complaint history review could not be performed, as the subject item/lot number associated with the reported product is not available. Zimvie quality management system (qms) has controls in place to prevent the distribution of non-conforming product and ensure the product is within specifications. January post market trending was reviewed and there were no actionable events or corrective actions for the reported event or product. No actionable items have been triggered that will affect complaint handling on our end for this month. Therefore, based on the available information, device malfunction did occur and the reported event was confirmed as physical evaluation identified the fractured implant and screw.